Event description:
A power source alert 07 was reported by the caller. There was no adverse impact to the customer's blood glucose level. The issue was resolved by the customer by plugging the charging cable into a wall adapter, after which the pump began charging and no further assistance was required.